Event description:
Caller reported that drops of insulin were not seen at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in completing the load process and resuming insulin.